Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed sustained low flow alarms consistent with a suspected thrombus passing through the pump; however, thrombus was unable to be confirmed as no diagnostic images or product were available for evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Data in the submitted log files on the reported event date of 08aug2024 was reviewed. Transient low flow alarms were confirmed, followed by a sustained low flow alarm in the early morning of (B)(6) 2024 with flow down to 0.0 lpm. The low flow alarms were associated with elevated rotor displacement and noise and persisted for approximately 40 minutes before the controller was exchanged. The low flow alarms resolved with the controller exchange as flow, rotor displacement, and rotor noise appeared to return to baseline. The low flow events and resolution appeared consistent with a suspected thrombus passing through the pump. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the reviewed log file data. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was newly implanted with the heartmate 3 left ventricular assist device (lvad) on (B)(6) 2024. The patient's log files were submitted for review due to concerning low flow alarms overnight and a flow value of 0.0 liters per minute (l/min) for 30 minutes. The patient's system controller was exchanged at that point due to concerns of a device malfunction, however no additional medication support or changes in care were done at the time of the event. Once the system controller was exchanged, the flow went back up to 3.4 l/min. The site reported the suspected cause of the no flow was due to something passing through the pump. The patient did not exhibit any symptoms during or after the time of the no flow event. The patient's neurology check was reported to be intact. The patient was then monitored for ongoing concerns and deemed stable. Following initial review of the submitted log files by tech services (ts), it appeared the "new" system controller had estimated flow values of about 3.5 l/min and there were no notable alarm conditions, only routine events. The lvad pump log files were reviewed and it appeared that something likely passed through the pump, which caused the flow to decrease. Following the system controller exchange, it appeared that the pump rotor displacement and noise parameters were stable and in normal range. Following submission of log files from (B)(6) 2024, which were reviewed by tech services, it appeared there were no unusual events recorded in the event history and that the latest pump log file data was stable/in normal range.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.